Event description:
Per the clinic, the patient experienced impaired healing of an incision at the implant site. The issue was resolved by temporal artery ligation (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.